Manufacturer narrative:
Device also involved in the event: controller/ (B)(4); mfg date:07/31/2015; exp date: 07/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient begin experiencing electrical fault on pod 38 and high watt alarms through the night. Per analysis of the log files, it was recommended that a driveline cleaning be performed on the driveline and exchange the controller. The driveline cleaning was performed in o.r. The patient was not prepped for the procedure. Two rounds of cleaning were performed with an off-pump time of 30 seconds per round with a 2 to 3 minute break. The patient was on support the entire time. Patient remained conscious throughout the procedure.

Manufacturer narrative:
(B)(4). The driveline cable (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 34 high watt and 17 electrical fault alarms beginning on (B)(6) 2016 through (B)(6) 2016. The electrical faults had a fault status of 'front_phase_c_open'. This failure is most likely due to contamination of the driveline port/ driveline connector that increased the front stator's impedance values leading to the electrical fault alarms. The controller passed functional testing but failed visual inspection as contamination of the driveline connector port was observed. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware initiated an internal investigation to further evaluate the driveline connector contamination leading to electrical faults. Based on the internal investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.